Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found to be in back up reset mode upon interrogation. A review of device memory showed that the device had been in that state for two months. Additional paperwork sent in indicates the device was explanted due to premature battery depletion.